Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they were getting "zero results" on some quality controls (qc). He repeated qc and the results were acceptable. He then obtained questionable low test results on one patient sample using the alb2 albumin gen.2 (alb2) and bilt3 bilirubin total gen.3 assays, and on a second patient sample using the gluc3 glucose hk gen.3 assay. Only the alb2 results for the first sample were discrepant and released outside of the laboratory. All results are in units of g/dl, and all were released outside of the laboratory. The initial alb2 result was 0.2 with a data flag. The sample was repeated with a result of 4.9. A corrected report was issued. The customer stated that he will repeat the second patient sample as well as a few others from the same previous run. No adverse event occurred. The alb2 reagent lot number is 21479301 with an expiration date of 04/30/2018. The field service representative replaced and adjusted the probe. He performed a precision check which passed. The customer performed qc which passed. Investigation activities are ongoing.

Manufacturer narrative:
Upon review of the reaction kinetics data, it appeared that no sample was pipetted, which indicates that the sample probe was contaminated or partially blocked. A review of the alarm trace information did not show any errors, which excludes an issue with sample probe fretting corrosion. A reagent issue could be excluded since quality controls were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause is a pre-analytical issue due to a contaminated or partially blocked sample probe. The probe was replaced during service activities and the issue resolved.